Event description:
Complaint #: (B)(4). After several alarms of leak displayed by the intra-aortic balloon pump, the customer decided to remove the intra-aortic balloon catheter. No clinical consequence linked to this event was reported by the customer. The patient died several days after the event, the customer noticed that it was not caused by the event.

Manufacturer narrative:
Product condition rec'd: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extension tubing was also returned. No blood was found inside the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported event cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).